Event description:
The event is reported as: complaint alleges that the prongs developed a crack at the adapter during treatment. The alleged incident occurred during infant CPAP therapy. The product had to be replaced. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.